Event description:
The pt reportedly experienced head trauma, resulting in a bruise over the implant site that is not healing. The skin over the implanted site had thinned since the incident. The pt underwent surgery to reposition the internal device posteriorly and superiorly. The defect in the skin was at the anterior edge of the device. Inflammation was noted at the implant site. A specimen has been sent for culture, but as yet it is negative.